Event description:
Related manufacture ref: 2184149-2023-00065. During patient preparation for a typical atrial flutter ablation procedure, noise was noted causing a delay. When using the ensite x in voxel mode, version 2.0.1, noise was noted in the 12-lead ECG. The right leg electrode and system reference were replaced, and all components were restarted without resolution. It was also noted that there were other issues with the non-abbott (ge) system. The surfacelink and ECG trunk cable were replaced, resolving the issue. Troubleshooting caused a one hour delay to the procedure. The procedure was successfully completed without adverse consequences to the patient.

Manufacturer narrative:
One ensitex surfacelink (surflink) module was received for evaluation. Visual inspection revealed the exterior casing, labels, and electrical pins were free of physical damage. The cable insulation was intact, and the connector was free of physical damage. There was a section of the enclosure covered with medical grade adhesive tape. The module was recognized upon connecting to a test station. Evaluation testing revealed that the surflink active electro cardio-gram (ECG) and navx patches produced all the expected signals. The surflink was then evaluated with the test stations tracker oscilloscope, and it was verified that each ECG was accurate and with no observable noise. A pin-to-pin test was then performed, and each line was successful and within resistance specification. The reported symptom was not able to be duplicated and evaluation testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, electrical testing revealed no anomalies. The cause for the reported noise issue and subsequent delay remains unknown.